Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with the helix retracted clogged with blood/tissue. After cleaning the helix and applying torque to the connector pin, the helix could be extended and retracted. The full measured helix extension length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented in clinic for an implant procedure. During the procedure, the right atrial (ra) lead dislodged five times. The lead was not used and replaced. The patient was stable throughout.